Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing electronics. This probe is associated with the epiq elite ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.